Event description:
Info received indicates both intermediate siderails are having intermittent latching problems due to corrosion on the latches.

Manufacturer narrative:
The technician replaced the latches, retaining rings, springs, and d-pins in both siderails to repair the bed.